Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the patient underwent a laparoscopic resection of the pancreatic tail, which was converted to laparotomy intraoperatively. The rupture was 2 days after surgery and the drain was removed to complete the procedure. The surgeon thought that the drain might have been under tension in the fixation position. The patient is doing well after that. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. In the ward/ICU, the drain was broken at the flat part. It was broken outside the body. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: this issue occurred 2 products in a row. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Qty of product involved : 2 => 1. What is the lot number of each faulty device? Unk. Please confirm were the two drains broken into two or more pieces? Two. Did the drains come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. How was the case completed? Unk. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent please clarify- how many devices were involved one or 2? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.